Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had their ins removed around (B)(6) 2025. Patient stated that the reason why they had their ins removed was due to having trouble with the ins because the ins was "twisting" inside the surgical pocket. Patient added that they fell and "raked" the area where the ins was implant and that the ins became loose in the pocket. Patient clarified that the issue probably started about a year ago and that they were only calling because they wanted their ins removal to be reflected in their device registration.